Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there is a loudspeaker error. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Event description:
The customer reported that there is a loudspeaker error. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The feild service engineer (fse) went onsite and confirmed the device¿s malfunction was completely out of sound. The fse replaced the following parts and confirmed the device is now working to specifications. 1.00000,453564238621,ms_x2 assy cbl x2/mp2 speaker assembly. 1.00000,451261021051,ms_x2 x2/mp2 handle kit. 1.00000,451261021081,ms_x2 x2/mp2 display kit. The device was operational after repairs were completed. The device remains at customer site.